Manufacturer narrative:
Siemens investigated customer returned multistix 10sg strips. Performance of the submitted reagent strips was tested by visual method using both a negative and a 0.0621 mg/dl (positive) ob solution. Testing was performed by two (2) qualified readers in a macbeth lightbox under cool white fluorescent lighting. Each reader assessed six (6) strips per test solution. Ob reagent is read at 60 seconds after dipping. Visual testing is quantified by assigning a numeric designation (nd) to the color appearance of the tested reagent against a standard. All values for both test solutions (both readers) reported in the expected ranges: ·no color development was noted for the strips tested with the negative solution. ·strips tested with the 0.0621 mg/dl (positive) solution developed the characteristic green color to average greater or equal to 30 nd and matched the small (positive) color block printed on the reagent strip label. Conclusion: the customer observation of false negative ob results when visual testing with multistix 10sg reagent lot 501032, as reported in complaint, was not reproduced.

Event description:
Customer reported false negative blood results when they read visually on multistix 10sg. There was no report of injury due to this event.